Manufacturer narrative:
(B)(4). Five representative samples from lot number 15it12. A DHR was performed on that lot number and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint that the tubes are too soft and the connector adaptor disconnects too easily could not be confirmed. All representative samples received passed the coa, connector dimension test, ring gauge test, and plug gauge test. The actual sample was not received; therefore, the complaint could not be confirmed.

Event description:
The customer alleges that the device is too soft and the connector adaptor disconnects too easily. No patient injury reported.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the device is too soft and the connector adaptor disconnects too easily. No patient injury reported.